Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon eval, the black pulse wire between ecgs a and b was shorted. The cause for the shorted wire cannot be positively determined. No adverse event resulted from the electrical short. The pt received a replacement electrode belt.

Event description:
A (B)(6) old male pt contacted zoll customer support to report check therapy pad messages. The pt was issued a replacement electrode belt.